Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The prosthesis wear alleged cannot be confirmed as the devices have not been revised. The reason for the legal filing may have been due to the inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations could not be assessed as the devices remain implanted and no images, radiographs, or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 108 months after a left total knee replacement procedure, the patient has experienced prosthesis wear. No known planned revision was reported. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6) 02-010-01-0240 - logic femoral ps cem left sz 4. (B)(6) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.